Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported patient presented in clinic with an episode of lead noise that resulted in inhibited therapy. Programming changes were made and the device will be checked at the next normal follow-up for further episodes.